Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) experienced pain as device kept flipping and it did not attach to the pocket. Patient was then referred to the physician. To this day, this device remains in service. No adverse patient effects were reported.